Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they seem to be feeling more shocks through their system since (B)(6) 2017. It was stated that they are always good when they are at the office of the healthcare professional (hcp) but "something happens." The patient has had a lot of tingling and loss of functionality, with it effecting their ability to walk, and feel a lot of current going through them. The issue occurs more when the patient takes their medication at the end of the day, and the hcp told them they can turn stimulation down if they need to, with them currently believing it is too high. Assistance was requested in making an adjustment, and they were successfully able to adjust from 2.2v and 2.0v to 1.9v and 1.8v respectively. Follow up with the hcp is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.